Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
It was reported that the blower was not working properly (no output). There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit remains at 3000 rpm when adjusting the flow and pressure. The technician recommended that the customer replace the blower. The customer replaced the blower and the issue was resolved.